Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. The following sections were updated: g4, g7, h6, h10. Based on the legal manufacturers investigation, it is possible that the event was due to physical stress and/or chemical stress. Moreover, the event may have been due to poor environment of storing (direct rays of the sun, too hot, highly humid, exposed to x-ray/ultra violet ray, etc.) And/or deterioration by aging, as well. IFU(operation manual) alerts on adding outer stress to insertion section as follows: important information please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. IFU(reprocessing manual) alerts on the method of cleaning and storing the scope as follows: 1.4 precautions: for information on the durability against each method, please contact olympus. If cleaning, disinfection, and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety, and durability of this instrument. Confirm that there is no irregularity before use, and use under responsibility of a physician. Do not use if any irregularity is found. Chapter 5 storage and disposal: the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk. If there were deviation from any section of IFU, endoscopes would be deteriorated by damage. Since the damage would lead to ¿peeling off the coating on the insertion section¿. Therefore, the user handling may have deviated from IFU, which led to the suggested event.

Manufacturer narrative:
There is no additional information available for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. Upon inspection and testing, it was observed that the device insertion tube coating was peeling and had a dent. The device was also leaking at the switch 4 button. The user complaint of leaking was confirmed. The light guide tube had a dent and the labels had minor fading.

Event description:
As reported for this event, the device failed the leak test at the suction button site. There is no harm reported to any patient.